Event description:
It was reported during a routine clinic follow up post-paced over-sensing was observed in a lab test. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.